Manufacturer narrative:
H3 other text : third party service center.

Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The service center reports the unit's power connector is corroded and the device cannot be powered on in order to be able to collect the error log/machine hours. During the evaluation of the device at the third-party service center, the device was visually inspected, and decontamination was passed, corrosion was found on metallic surfaces, and contamination of dust/dirt was found. The device was scrapped.